Event description:
It was reported that remote transmission and an in-clinic capacitor maintenance showed an alert for the charge time limit exceeded. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.